Manufacturer narrative:
Evaluation: the unit was received dirty and tested as received. It passed all performance tests. The complaint could not be duplicated.

Event description:
Unit overfilled final container from two source containers, based on station volume delivered displays and total volume display. Rptr did not know the actual volumes, only that the overfill was 15-20ml per station. Since this did not permit calculation of whether the unit was operating within specification limits, the unit was taken out of operation and swapped out. No pt involvement. 8/15/96.